Manufacturer narrative:
Please reference related manufacturer report no. 2015691-2014-00985.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and movement of the delivery system by the operator. Malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors appear to have caused the valve malposition [the physician tried to reposition the valve during deployment, error in annulus sizing; this patient required a 29mm valve]. There is no evidence this event was due to malfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the 26mm sapien valve was deployed in a too ventricular position [70:30] causing central aortic insufficiency. While a second valve was being deployed, the first valve moved into the lvot. The case was converted to surgical aortic valve replacement; both sapien valves were explanted. Per report, the 26mm valve was prepped on retroflex 3 delivery system per normal protocol. The valve was positioned across the annulus slightly aortic 60: 40. Rapid pacing was initiated, the valve was pushed towards the ventricle and was deployed. Upon doing post aortic root angiogram, it was noted that valve was low and there was significant aortic insufficiency; the patient¿s blood pressure remained stable. A second 26mm valve was prepped for deployment. As the second valve was crossing the first sapien valve, it pushed up against the first sapien valve and caused it to move into the lvot. The second valve was deployed in good position; however, there was moderate paravalvular leak noted on the left cusp. It was decided to do a sternotomy to take both sapien valves out and replace with a 25mm mosaic surgical valve. The patient left the operating room in stable condition. Perceived cause of events: the first valve was placed too low and the second valve placed in proper position but appeared to be too small.the native valve/leaflet calcification was severe; coaxial alignment of the delivery system and the valve was good; the image intensifier angle was adequate; there was no loss of pacing capture during valve deployment and ventilation was held. The sinotubular junction (stj) diameter was 33.1mm and sinus of valsalva (sov) diameter was 37mm. The patient¿s ejection fraction was 30%. The native annulus diameter was 22mm on tee and 21.5x29.5mm (valve area 489mm2) on CT.this is one of two reports being submitted for this case. This report is for the first valve.